Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient alleged to have cough, kidney disease, post nasal drip, breathing difficulties, sinus problems, chronic obstructive pulmonary disease and asthma. The reported event of cough, kidney disease, post nasal drip, breathing difficulties, sinus problems, chronic obstructive pulmonary disease and asthma and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. The device did not cause or contribute to a serious injury or death. However, use of the recalled device could possibly cause or contribute to the reported non-serious symptoms of cough, postnasal drip, breathing and sinus problems, and nasal/throat irritation or soreness. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cough, kidney disease, post nasal drip, breathing difficulties, sinus problems, chronic obstructive pulmonary disease and asthma. The patient did not report receiving medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.